Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. Healthcare professional reported "rupture: intracapsular. Implant shell appears intact, but note is made of a focal signal abnormality in the silicone-matrix. Along the medial margin is an evolving fold along the implant shell". Device remains implanted. Right side.

Event description:
Patient reported a rupture. Healthcare professional reported "rupture: intracapsular. Implant shell appears intact, but note is made of a focal signal abnormality in the silicone-matrix. Along the medial margin is an evolving fold along the implant shell". Capsular contracture, baker grade iii, and silicon granuloma. The device has been explanted. Right side.

Manufacturer narrative:
The events of capsular contracture baker grade iii and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii and granuloma.